Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same patient as: 2134265-2011-04143, 2134265-2011-04238. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infraction. Lesion 1 was located in the mid left anterior descending (lad). The de novo lesion was 80% stenosed, 3.0mm in diameter and 28mm long. The lesion was treated with predilation resulting in a linear dissection. The dissection was treated with the placement of a 3.0x32mm taxus liberte stent. Following post-dilation, a hazy appearance at the distal edge of the stent, consistent with an edge dissection was noted. This was treated with a bail-out 2.75x12mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged 2 days later on aspirin and prasugrel. In (B)(6) 2011, the patient presented emergently with chest pain and was transferred to another medical facility for further evaluation and possible intervention. Cardiac enzymes were noted to be elevated, consistent with protocol definition of myocardial infraction. Of note, the subject had stopped all medication (including dual-antiplatelet trial - dapt) a week prior to this event. The patient was treated medically. Dual-antiplatelet medication was resumed. The event was considered resolved without residual effects and the patient was discharged 1 day later on aspirin and prasugrel.